Manufacturer narrative:
The customer reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the plunger force accuracy test. Npi.